Event description:
Notified by fmc product complaint of this product problem. Stated complaint is "blood leak during treatment." Blood loss was reported as ">100 cc due to a system leak". Facility to be called to verify further details of the stated complaint. Healthcare professional reported that ebl was 200cc due to discard of the extracorporeal circuit; blood was detected in the effluent dialysate. The patient's hemoglobin was reported as 9.0 (5/20/99) and 9.7 (5/27/99), which are labs prior to the leak. Two days later, the patient was admitted to the hospital for sepsis secondary to central line catheter (confirmed hospital discharge diagnosis). While hospitalized, the hemoglobin was found to be 5.7. The patient had recurrent vaginal bleeding and was transfused three units of packed rbcs. Hemoglobin increased to 8.5 on 5/30/99. The patient was discharged to home and returned to out-patient hd at this center. Hemoglobin on 6/3/99 13.2. 7/8/99 dialyzer discarded by user facility. MDR filed due to blood loss reported, medical intervention, as later required transfusion. Hospitalization was due to sepsis.